Manufacturer narrative:
(B)(4). The technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to test and run the unit overnight on a test lung. The customer reported that all testing passed and the unit was run for four days with no issues. Covidien, now medtronic was not authorized to service the device.

Event description:
It was reported that the ventilator was not passing power on self tests (post). The ventilator was not on a patient at the time of the event.